Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting as the pump was already scheduled for replacement under the same case.